Event description:
Baxter received a report from a baxter technician to report the progressa plus head section was raising on its own. The bed was located at the account. This occurred during patient use. There was no patient/user injury, medical intervention, symptom, or adverse event reported. There were no other devices reported to be involved. The customer did not communicate this event to another baxter department or authority.

Manufacturer narrative:
The baxter technician found the pendant needed to be unplugged and needed to be replaced. It is necessary for the progressa bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Disconnect the patient pendant and examine the condition of the connector. Then connect or replace the pendant. Press each of the controls to make sure that they engage the correct function and they do not work intermittently. Each movement must be continuous. Replace the pendant if necessary. Troubleshoot in the event of a doubt. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The pendant was unplugged and a replacement is being sent to the customer to resolve the reported event. Based on this information, no further action is required.